Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. Motor passed motor test. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were receiving a motor error alarm every few minutes. The customer also reported that they woke up with a high blood glucose of 400 mg/dl. The drive support cap was normal. The customer was able to complete the insulin pump rewind. They declined troubleshooting for the high blood glucose. They will treat the high blood glucose with a manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test due to motor error alarm. Motor passed motor test. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address or serial number label and missing end cap sticker.